Event description:
Umbilical catheter was in place and the rn changed out the line and the stop cock came disengaged from the catheter allowing a small blood loss. Manufacturer response for umbili-cath (5 french), (brand not provided) (per site reporter): the rep has requested the device and we are making arrangements for same.